Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfpf904 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported minimal package damage, resulting in non-sterilized state unusable. No other information was provided.